Event description:
It has been reported to philips that the system did not boot. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system failure to start was due to a power-related issue. The rse instructed the customer to disconnect l1, l2, and l3 from the switch, activated the main switch (msw) to the "on" position, confirmed that voltage was present on the overvoltage protection board (ovpb), and examined the ny1 pdu ups power board and fuses on the ny board, finding no faults. Following the troubleshooting steps, the rse guided the customer to reconnect l1, l2, and l3 to the switch and rebooted the system. After completing the necessary repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.